Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative indicating that they visited the site the day after the complaint was made. The poor quality images were reviewed, the representative then shared the images with the field service engineer manager. The manager agreed there was human error involved. The lateral images were shot at the maximum kvp and ma for a regular shot but when the representative asked the x-ray tech if he knew how to take a boosted shot, he stated he was unaware of that function. The boosted shot should have been the techniques that could have been used to improve image quality, including: using a boosted fluoro shot, positioning the image receptor closer to the patient, and better positioning. The representative then performed rad gain and fluoro calibrations. The representative met with the biomed tech and tested the system on one of their phantoms covering it with multiple layers of lead aprons to try to replicate imaging a larger patient. When it was used, they were able to achieved good quality images. The site was now satisfied with the outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the system. The system then passed the system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there were unknown image quality issues. Unknown if calibrations had been performed. There was no patient present.